Event description:
The customer's mother reported via phone call that the insulin pump's vibrate feature was not working. The customer lost the transmitter. Customer's blood glucose level was 200 mg/dl. The customer's mother could not troubleshoot because she did not have the insulin pump with her. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.